Manufacturer narrative:
Date sent to the FDA: 11/21/2007. The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Intl customer reported that a tear was observed in the device five days following initial activation. The device was disconnected and exchanged.